Manufacturer narrative:
Tech found a bad valve solenoid. The tech replaced the valve solenoid to resolve the issue.

Event description:
Tech alleged that the head of the bed will not go up. No pt impact.